Event description:
On 10/15/91 rptr underwent a complete left mastectomy because of cancer. Breast reconstruction was performed immediately by the plastic surgeon. On 10/18/94 the implant collapsed suddenly. Surgery performed on 11/11/94 to remove and replace with another co's saline implant that collapsed. Bleeding and swelling occurred 12/18/94. (Also see 1004724.)